Event description:
It was reported that during a iliac stenting procedure, a stent dislodgement and vessel injury occurred. The lesion was location in the right common iliac artery, however, the percent of the stenosis of the lesion, degree of calcification and vessel tortuosity are unknown. It was further noted that the patient had a distal abdominal aortic stenosis. Another manufacturer's 6fr sheath was inserted into the left groin. An unspecified 10mm x 37mm balloon-expandable stent was successfully implanted for treatment of the aortic stenosis. Attention was then turned to the right common iliac artery. The lesion was not pre-dilated. Upon advancing the express biliary ld 8.0mm x 40mm stent delivery system (sds) up and over the common iliac-aortic bifurcation to the lesion without difficulty, the physician decided that pre-dilatation was required prior to stent placement. Upon withdrawing the device through the sheath, the stent dislodged from the sds with part of the stent remaining in the sheath and the other part in the patient. While attempting to remove the sheath and stent as a unit, the physician was able to remove the sheath but the stent remained inside the patient and a vessel injury and bleeding were noted. The physician was able to see the stent and removed it by hand. An unspecified balloon was inserted in an attempt to control bleeding but was unsuccessful. The patient was taken to the operating room where an aortic-femoral bypass was performed. The patient's status was reported as "fine". It was further noted that the patient had significant vessel disease and the attempt to stent the common iliac artery was the last option prior to an aortic-femoral bypass.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.